Event description:
Dealer initially reports that during the first time of use, the spark occurred from the insulated part. The tip was checked carefully and found 2 spots where the electrode is exposed from the insulation coating. (B)(6) 2014 dealer reports that a laparoscopic procedure was being performed. The doctor was cutting mesentery, patient was at no risk for harm, no surgical delay.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.